Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe lower abdominal pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal and heavy menstrual bleeding / prolonged menses"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), migraine ("migraine headaches"), alopecia ("hair loss") and dysmenorrhoea ("severe menstrual pain"). The patient was treated with surgery (essure removals surgery). Essure was removed. At the time of the report, the abdominal pain lower, menorrhagia, back pain, dyspareunia, migraine, alopecia and dysmenorrhoea had not resolved. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia and migraine to be related to essure. The reporter commented: plaintiff is currently investigating her options for removal of the essure devices. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received- case was upgraded from non-serious incident to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe lower abdominal pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal and heavy menstrual bleeding / prolonged menses"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), migraine ("migraine headaches"), alopecia ("hair loss") and dysmenorrhoea ("severe menstrual pain"). The patient was treated with surgery (essure removals surgery). Essure was removed. At the time of the report, the abdominal pain lower, menorrhagia, back pain, dyspareunia, migraine, alopecia and dysmenorrhoea had not resolved. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia and migraine to be related to essure. The reporter commented: plaintiff is currently investigating her options for removal of the essure devices. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.